Manufacturer narrative:
(B)(4).

Event description:
It was reported that the trend arrow was frozen. No data or product was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, a supplemental is needed for a correction to the device information.